Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a reaction that consisted of an allergic rash with redness and drainage on and around the sensor patch footprint on the arm. The patient had itching sensations, and the area had a bad odor. The patient consulted a healthcare personnel (hcp) who prescribed an oral steroid medication (cortisol) and application of a topical prescription steroid cream. The patient later stated that the skin reaction on the arm had resolved. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.